Event description:
It was reported that the patient experienced inadequate pain relief from the Spinal Cord Stimulator (SCS) system. The patient subsequently underwent an SCS system explant procedure. No further information could be obtained.

Manufacturer narrative:
Block B3: Exact date unknown, event occurred in the year of 2020.Block D.6b: Explant Date: 2020.Additional suspect medical device components involved in the event:Model Number/Catalog Number: SC-2218-70.Serial Number: (b)(6)Batch/Lot Number: (b)(6)Model/Catalog Description: LINEAR ST LEAD KIT 70 CMUnique Identifier (UDI) #: (b)(4) Model Number/Catalog Number: SC-2218-70.Serial Number: (b)(6)Batch/Lot Number: (b)(6)Model/Catalog Description: LINEAR ST LEAD KIT 70 CMUnique Identifier (UDI) #:(b)(4) Model Number/Catalog Number: SC-8416-50Serial Number: (b)(6)Batch/Lot Number: 21420394Model/Catalog Description: ARTISAN MRI PADDLE LEAD 50 CMUnique Identifier (UDI) #: (b)(4).Model Number/Catalog Number: SC-4318.Serial Number: N/A.Batch/Lot Number: 22062824. Model/Catalog Description: CLIK X ANCHOR STERILE KIT.Unique Identifier (UDI) #: (b)(4)